Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the outer cover on the bd micro-fine¿ pro pen needle was loose, making it difficult to attach/detach the needle. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the outer cover is loose and it is difficult to attach and detach the pen needle."